Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating that the listed tracheostomy tube was found leaking at the cuff after three days in situ. An emergent exchanged of tracheostomy tube was performed. No incident related medical sequela was reported.